Manufacturer narrative:
Lot number has not been provided. Additional clinical information has been requested, but not available as of date of this report.

Event description:
It was reported by the surgeon that a patient underwent a component separation, done through a large chevron incision, and had a large piece of xcm biologic tissue matrix placed in the retrorectus space without sutures. Six months post-op, the patient presented with a flank hernia on one side of the chevron. During laparoscopic surgery to repair the hernia, the surgeon noted that where the hernia developed the tissue was soft, as if the previously placed xcm biologic tissue matrix was no longer present.